Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. A leakage was confirmed from the air hose connector. The problem was solved by replacing the air hose. The provided picture confirmed the reported problem. The replaced air hose was a (B)(6) type's hose. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the air hose connected to the ventilator's air inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).